Event description:
It was reported to philips that the device's "machine is not getting on". Note that it was not clear at the time of the customer report whether this represented a display issue or a power issue. There was no reported patient involvement/adverse patient impact.